Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The complaint was received through a direct call from the customer (registered nurse) to the emergency support program. It was reported that while using mega 50cc intra aortic balloon (iab), the reporter called for assistance for a clotted inner lumen on a non fiberoptic balloon catheter via axillary insertion. No harm or injury to the patient was reported.